Event description:
The customer received questionable ion selective electrode (ise) sodium and potassium results for an unknown number of patient samples. Data was provided for seven patient samples. The unit of measure was not provided. Clarification has been requested. Patient sample 1 initial sodium result was 99 and the repeat result was 145. The initial potassium result was 3.3 and the repeat result was 4.9. On (B)(6) 2012, patient sample 2 initial sodium result was 119 and the repeat result was 143. On (B)(6) 2012, patient sample 3 initial sodium result was 116 and the repeat result was 139. The initial potassium result was 3.9 and the repeat result was 4.7. On (B)(6) 2012, patient sample 4 initial sodium result was 118 and the repeat result was 142. On (B)(6) 2012, patient sample 5 initial sodium result was 107 and the repeat result was 136. On (B)(6) 2012, patient sample 6 initial potassium result was 4.2 and the repeat result was 5.2. On (B)(6) /2012, patient sample 7 initial sodium result was 119 and the repeat result was 132. No information was provided to determine if any erroneous results were reported outside the laboratory or if any patients were adversely affected. The electrode lot numbers and expiration dates were not provided. The sample probe was checked and it was determined the surface was rough and "tendency to hook found on sample probe." The sample probe was exchanged and no further problems occurred according to follow up with the customer.

Manufacturer narrative:
Additional information was provided indicating the unit of measure was mmol/l. The following patient information was provided, however no information was provided to determine which patient information corresponds to which set of results. (B)(4).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).